Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibted a high out-of-range shock impedance measurement of 129 ohms. There was no evidene of lead noise. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No interventions or adverse patient effects were reported.